Event description:
It was reported that the core impaction drill heated up during a case. The surgeon also reported that he thought he saw sparking coming from the end of the device. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found to be build up throughout the inside of the handpiece and the rotor was stuck in the drive shaft and the spindle housing.